Event description:
(B)(4) MDR - loss of sensing was reported. Neither implant nor explant date were provided. No adverse pt side effects have been reported. The device was explanted and returned for analysis.

Manufacturer narrative:
(B)(4) MDR.